Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in clinic with over-sensing on their implantable cardioverter defibrillator's right ventricular channel. It was unknown what type of over-sensing was present because electrograms for the episodes were missing. Device was reprogrammed to save future episodes. There were no patient consequences as a result of this event.